Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a battery out limit and other alarms from the insulin pump. The customer's blood glucose reading was 198 mg/dl. The customer stated that she has been having trouble with her pump. The customer stated that once she puts in a new battery, the pump does not want to accept it. The customer also stated that she was using multiple batteries. The customer was advised about certain alarms needing to be cleared before other batteries. The customer stated that she was unable to give the alarms under the alarm history. The customer stated that the basal's are correct and the bolus wizard is correct.